Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the interventional wire (enroute 0.014'' guidewire) was advanced with slight difficulty. After the stent was deployed, imaging revealed no flow past the stent. The physician converted to carotid endarterectomy (cea) and identified a dissection distal to the stent. The stent was explanted. The procedure was completed, and the patient was reported to be in stable condition.